Event description:
Patient status post lcp dhhs sideplate and blade implantation in (B)(6) 2012, for hip fracture was discovered to have the helix blade protruded through the femoral head. Patient was returned to the operating room on (B)(6) 2012 and during removal it was found the locking mechanism of the plate was not engaged. Patient was revised to dhs system. This is two of two reports for this event.

Manufacturer narrative:
All material certificates were found to be conforming. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as no product was received.